Event description:
Hold cjc 2/2/2015the physician reported that during a diagnostic coronary angiography, the common trunk of the left coronary artery became locally dissected. The pt was transferred to surgery to resolve the dissection. The physician stated that the catheter is too aggressive and had bad torque. The pt is doing well and no further harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: no device is expected to be returned for investigation. Because the unit was not returned, the root cause could not be determined. The device history record was reviewed and no exception documents were found. All in-process testing data was reviewed and found to be in specification. The complaint database was reviewed and one similar complaint for this lot number was found. If the device is returned in the future this investigation will be reopened and a follow up submitted.